Event description:
There was no pt involved in this event. This device malfunction because the status indicator was constantly illuminated. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2011. There are multiple manual power ups between (B)(6) 2011 and (B)(6) 2012. Multiple manual power ups would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.